Manufacturer narrative:
Analysis of programming history.

Event description:
It was noted that a vns pt was inadvertently programmed to unintended settings through the review of a pt's programming history. The pt was last programmed on 1.75 ma/ 30/500/30/5 and during the office visit of (B)(6) 2007 the generator was found to be at 1 ma/ 30/500/30/60. The settings were corrected within the same office visit and no pt adverse event was reported due to the unintended settings.